Manufacturer narrative:
This report is submitted on 28 february 2020.

Event description:
It was reported that the patient experienced multiple skin infections with device use. Clinical management is ongoing.